Manufacturer narrative:
H.6. Investigation: the DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken issue for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like a picture of the original packaging in order to rule out that this product was damaged by incorrect handling, transportation or because a not suitable packaging was used (product repackaged within the distributor).

Event description:
It was reported that the sharps coll 6gal red small open cap lid was broken. The following information was provided by the initial reporter, translated from japanese to english: "the lid was found to be broken on arrival of the product."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sharps coll 6gal red small open cap lid was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the lid was found to be broken on arrival of the product."